Manufacturer narrative:
The free t4, vitamin d, total t3, folate, testosterone, and estradiol reagents' lot numbers and expiration dates were not provided. No visual abnormalities were observed in the samples. The field service engineer checked the instrument and found no problem or failure. He performed preventive maintenance. Operational tests, calibration, and qc were performed, and they were within specifications. Routine tests were performed with expected results. The instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with free t4 assay, 1 patient sample tested with vitamin d assay, 2 patients' samples tested with total t3 assay, 1 patient sample tested with folate assay, 1 patient sample tested with testosterone assay, and 1 patient sample tested with estradiol assay on a cobas e 801 analytical unit. Sample 1: free t4: initial result: 3.22 ng/dl. Repeat result: 1.25 ng/dl. Sample 2: free t4: initial result: 2.08 ng/dl. Repeat tresult: 0.78 ng/dl. Sample 3: vitamin d: initial result: >120 ng/ml. Repeat result: 53.0 ng/ml sample 4: total t3: initial result: 483.0 ng/dl. Repeat result: 167.0 ng/dl. Sample 5: total t3: initial result: 379.0 ng/dl. Repeat result: 130.0 ng/dl. Sample 6: folate: initial result: >20.0 ng/ml. Repeat result: 6.4 ng/ml. Sample 7: testosterone: initial result: 126.0 ng/dl. Repeat result: 12.7 ng/dl. Sample 8: estradiol: initial result: 519.0 pg/ml. Repeat result: 241.0 pg/ml. The customer questioned the initial results, disabled the cobas e 801 analytical unit, and repeated the samples on a different instrument. No questionable results were reported to the patients.